Event description:
A report was received explaining that during an injection, the needle became detached from the syringe. The needle remained in the pt's arm. The nurse removed the needle by hand. No needle-stick took place. No injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.